Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that physician successfully placed the stent graft and its components. Final angiogram demonstrated that there was blushing or a type iii endoleak at the bifurcation of stent graft. The physician elected to reline the both limbs. The post discharge CT revealed there was no blushing or endoleaks.